Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experiences low blood glucose level of 52 mg/dl and the insulin pump the insulin was squirting out during the fill tubing process as well as insulin pump was not working. The customer also had high blood glucose level and he corrected it with pen. Customer stated that they received second series of beeps. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.